Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has a kink at the distal section approximately at 1.3 cm from the distal tip while in the neutral position. Microscopic inspection revealed a broken adhesive in ring #2 and a damage in the shaft was also observed near of it and probably caused by the breakage of the center support. Functional inspection was done and the steering knob and the tension control knob functioned properly on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Dimensional inspection revealed that both right and left curves failed to reach the specified area of the template, the device failed the dimensional test. X-ray inspection revealed a broken center support under the same location of the kink at the distal section. Distal end was dissected and broken center support was confirmed . A partially detached steering wire from the center support due to broken solder joint was also observed. The kevlar wrap was exposed in order to measure it and was found out of specification, retracted and damaged by the breakage of the center support. Dried body fluid was found along the distal end confirming the use of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the catheter was deformed and had limited deflection. A 7-110-2.5-8-8 n4 blazer prime¿ xp ablation catheter was selected for an atrial flutter ablation procedure. However, upon taking out from the packaging, the catheter was seen to be deformed, having s shape on the distal end and it was also noted that the deflection of the curve demonstrated that only limited deflection of the catheter was possible in either direction. The catheter didn't go inside the patient's body. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed a body fluid ingress along the distal end and a lifted ring electrode.